Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has only one cylinder in his right corporal body, the patient is experiencing difficulties when having sexual intercourse. A scrotoplasty was performed, the cylinder and the pump were explanted and replaced, the physician was able to get him the correct size. There is no additional information reported.